Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the home patient (hp) regarding the reported event. The hp stated there was air in the patient line because he was using a patient line extension and did not prime the lines completely. The hp stated that he now ensures the entire setup is primed completely before beginning therapy. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The reported air in tubing (without alarm) was confirmed. The root cause was a use error. No issues were identified with the product labeling that would contribute to the reported problem. There was no lot number provided, therefore no batch review was performed. The patient at home guide included with the homechoice device provides adequate labeling regarding the proper procedure for priming.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Event description:
A customer contacted baxter's technical service center to request assistance ending therapy on the homechoice (hc) machine during initial drain. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) assisted the hp to end therapy as requested. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.